Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows several fractures at the distal side of fiber/cap fusion zone at the bevel edge and at the proximal to the fusion zone under the metal cap; the metal cap exhibits severe charred detritus adhesion; the glass cap exhibits severe devitrification at the output window; the fiber proximal to fracture can rotate independently of metal cap; the metal cap adhesion location exhibits burnt glue. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4)

Event description:
It was reported that ¿excessive fiberlife¿ was observed @ 23,825 joules of use and 3:52 minutes. The procedure was completed using a second fiber. Patient outcome ¿ok¿ reported.